Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an unspecified spinal procedure. It was reported that a patient developed bone erosion pos t-operatively at the l2-3-4 level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.